Event description:
Painful hip, replaced the mdm insert / biolox head.

Manufacturer narrative:
The following devices were also listed in this report: delta c-taper head 28mm +0; cat# 18-2800; lot# 73581301. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Manufacturer narrative:
Reported event; an event regarding malposition involving a trident ii shell was reported. The event was confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. -clinician review: a review of medical records with a clinical consultant indicated "the implant sheet provided documents components consistent with a revision surgery. Revision surgery is further documented by the intraoperative photograph of the mdm liner and ceramic head. X-rays show a press fit tha. The cup is in a vertical position. No other mechanical complication is identified. The root cause of this painful hip requiring revision cannot be determined from the documentation provided.' -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of medical records with a clinical consultant indicated "the implant sheet provided documents components consistent with a revision surgery. Revision surgery is further documented by the intraoperative photograph of the mdm liner and ceramic head. X-rays show a press fit tha. The cup is in a vertical position. No other mechanical complication is identified. The root cause of this painful hip requiring revision cannot be determined from the documentation provided.' No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Painful hip, replaced the mdm insert / biolox head.